Event description:
Pt reported the up button on the infusion device is defective. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and returned for evaluation. The evaluation revealed the infusion device was damaged due to careless handling. The soft components of the housing are worn down heavily and restricted handling is a possible implication. Therefore, moisture may enter the infusion device and destroy the functionality of the buttons and the electronics.